Manufacturer narrative:
E1- initial reported phone number: (B)(6) the date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy following implant of the ipg. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.